Event description:
It was reported that the 9800 system intermittently had no image in the left monitor and dark images during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand controller and the video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.